Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive radio frequency pic failed self test at the same time everytime. Customer's blood glucose was unknown. After troubleshooting customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump passed most of the functional testing except the self test due to a rf pic failed alarm due to a faulty component on the radio frequency board. After replacing a component, the pump was monitored for four hours and passed the self test. No more rf pic failed alarms during the self test were noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.